Event description:
Per the audiologist, the patient experienced a decrease in performance after a hit to the head. The results of an integrity test (B) (6), 2008 indicated evidence of device malfunction. The patient was explanted (B) (6), 2009 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).